Event description:
It was reported that four 2.0 cortical evos mini frag screws broke in case. Two broke upon tightening into plate and two before final tightening. The broken screws were retained in the patient.

Manufacturer narrative:
The associated complaint devices were returned for evaluation. Based on the limited clinical information provided, it remains unknown if migration and/or micro-motion of the four retained implantable screw fragments is likely. The patient impact beyond the reported 0-30 minute surgical delay cannot be determined. A visual evaluation revealed that the screws are fractured near the head of the screw in the threaded region. It was concluded that the screws fractured due to static torsional or bending overload. An overload fracture can occur if the mechanical loads applied to the screw exceed the strength of the material. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit will be issued for the devices.

Event description:
It was reported four 2.0 cortical evos mini frag screws broke in case. They broke upon insertion manually inserted through a 2.0 flex plate. Two broke upon tightening into plate and two before final tightening. The screws broke in two different areas inferiorly along the lateral border and central medial to the gleniod. The broken screws were retained in the patient and broken screw heads will be send. The surgeon finished the case using the synthes mini frag system.